Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.